Event description:
In 2008, the patient reported that at 6:30pm on two days earlier, her blood glucose was elevated to 380 mg/dl. Later, before bed her blood glucose measured 480 mg/dl and her blood glucose continued to be elevated on the day prior to original date. She stated that this morning when she woke up her blood glucose measured 56 mg/dl. Her target blood glucose range is 135-150 mg/dl. To troubleshoot, the patient disconnected from her infusion site and bolused 3.0 units of insulin. She stated that no insulin dripped from the end of the infusion tubing. She then bolused 6.0 units and no insulin dripped from the infusion tubing. She stated that the infusion set adapter, and piston rod were changed prior to the report. She had not changed her insulin cartridge. She stated that she reuses insulin cartridges for "at least a month" and she was advised against this. The patient changed the insulin cartridge and infusion tubing and was able to prime successfully. The patient was sent a complementary box of insulin cartridges. The patient did not require medical assistance from a healthcare professional or second part to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.